Event description:
A customer in (B)(6) reported discrepant results for a blood culture sample in association with the vitek® ms instrument. The first test identified prevotella oris, and the repeat result was escherichia coli. The customer stated the organism was growing aerobically but gave an ID of an anaerobe, and does not match the stain result of gram positive bacilli. No patient information was provided. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding discrepant results for a blood culture sample in association with the vitek® ms instrument. The first test identified prevotella oris, and the repeat result was escherichia coli. The customer stated the organism was growing aerobically but gave an ID of an anaerobe, and does not match the stain result of gram positive bacilli. A follow-up report was submitted stating the customer was contacted multiple times in an effort to attain information to assist with an investigation. The customer did not provide any further information, nor was the strain submitted for investigation. It was not possible to investigate this case to find the root cause of the issue. Since the closure of the investigation, the customer was able to provide additional details regarding this issue and the investigation was reopened. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record. The trend analysis could not be done regarding the root cause because it is unknown. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since (B)(6) 2016, 3 similar complaints have been recorded, from three (3) different customers. One isolate of unknown specie was misidentified as prevotella oris (kb v3.0). One isolate of paenibacillus etheri was misidentified as prevotella oris (kb v3.0), specie out of kb. One isolate of paenibacillus etheri was misidentified as prevotella oris (kb v3.2), specie out of kb. Fine tuning: the status was good at the time of acquisition. Spot preparation quality: the customer's spot preparation quality was not optimal. The sample "all peaks" values were quite heterogeneous. Kb review: since the expected species is unknown there is no way to conclude if it was present in the vitek ms kb3.2. Sample data analysis the expected identification is unknown. The gram result (bacilli gram positive) was not concordant with vitek ms result obtained (gram negative). The root cause remains unknown; without submission of the patient sample, further testing is not possible.

Manufacturer narrative:
An investigation was opened in response to discrepant results for a blood culture sample in association with the vitek® ms instrument. The first test identified prevotella oris, and the repeat result was escherichia coli. The customer stated the organism was growing aerobically but gave an ID of an anaerobe, and does not match the stain result of gram positive bacilli. The customer was contacted multiple times in an effort to attain information to assist with an investigation. The customer did not provide any further information, nor was the strain submitted for investigation. As the expected identification is unknown, the trend cannot be done on the species. Since the customer did not provide additional information or the strain for investigation, it was not possible to investigate this case to find the root cause of the issue.